Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that during an arthroscopy the forceps broke off when the device was pulled out of the patient's knee joint. It was further reported that the forceps broke outside the joint and it was confirmed with an x-ray that nothing was left inside the patient. According to the surgeon there was no harm for patient, operator or third party reported. No further information received. 17-nov-2022 update dw: further information were provided that the surgery could be finished successfully.